Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A u.s. Distributor contacted zoll to report that a patient developed a burning rash under her breast. The patient reported that she used triamcinolone acetonide cream that was given to her by a physician to use on a previous rash. It is unknown if the previous rash was related to the lifevest. The patient reported that the rash improved after using the cream.